Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. The same user facility reported similar events for other devices with the same product code/lot number combination, see MDR 2243441-2017-00025 & MDR 2243441-2017-00026. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently being investigated.

Event description:
The user facility reported withdrawal difficulty with the involved angio-seal device. Follow up communication with the user facility reported: the first device used would not pull back at all, it was not deployed and had to hold manual pressure; the other two devices pulled with difficulty; it was reported the last one pulled "jerky"; hemostasis was achieved; and the patient was reported to be fine.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. One each of the following 6f angio-seal evolution components was received for evaluation: hemostasis sheath and carrier tube assembly. A blood-like substance (bls) was seen on the returned components. The carrier tube assembly and sheath were bent in a shallow "u" shaped curve. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. A 0.75" of carrier tube exited the sheath. A 12.48" of suture excited the carrier tube. The distal end of the suture is even consistent with cutting. The compaction tube was not returned. The overall device condition was consistent with deployment. Functional testing was conducted: the handle halves were separated and the gearbox assembly visually inspected. The rack had been fully advanced to its distal movement stop. Suture slack was noted consistent with cutting under tension. The suture had been fully unwound. The gears were rotated in both directions; the rack was fully retracted; the compaction tube had been detached from the rack and was loose on the suture. No damage or other visual anomalies were noted to the rack distal end stem. No visual anomalies were noted in the suture routing, gears, gear mesh, or related mechanism. The results of the investigation concluded the device is consistent with full deployment. The device was disassembled and there were no contributing anomalies. The cause of the reported event remains unknown. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.